Event description:
New information states that the right ventricular lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited high voltage impedance issue. The lead was capped and replaced on (B)(6) 2019. No further information was reported. Related manufacturer reference number: 2017865-2019-08063.

Event description:
New information states that the right ventricular lead was capped due to high impedance issue. The patient was in stable condition before, during and after the procedure.